Event description:
It was reported that the spectra penile prosthesis (spp) was explanted due to unspecified issues. A new inflatable penile prosthesis (ipp) device was implanted. It was further reported that the spp was explanted because the patient was dissatisfied with the semi rigid device. There were no device issues or malfunctions. The patient was pleased with the results of the replacement surgery.